Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right hip was revised due to poly wear. A head and liner exchange was performed. Rep provided a pre-revision x-ray and confirmed that no further information will be released by the hospital or surgeon.

Event description:
It was reported that the patient's right hip was revised due to poly wear. A head and liner exchange was performed. Rep provided a pre-revision x-ray and confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
Reported event: an event regarding wear involving an unknown liner was reported. The event was confirmed via clinician review. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: a review of the provided medical information by a clinical consultant indicated: review of the single ap pelvis x-ray reveals bilateral total hip arthroplasties. On the right side the femoral head is markedly eccentrically situated within the acetabulum. This is consistent with the summary statement that "this hip was revised due to polyethylene liner wear". Due to limited information I cannot determine definitively that a revision was performed. Nor can I determine the root cause of the liner wear. -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient's hip was revised due to poly wear. Clinician review of the single ap pelvis x-ray revealed that on the right side the femoral head is markedly eccentrically situated within the acetabulum. The reported event was confirmed. However, the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened. H3 other text : device not returned.